Manufacturer narrative:
(B)(4). Date sent: 1/8/2024. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Nil known. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Nil known.

Manufacturer narrative:
(B)(4) date sent: 12/4/2023 d4 batch # unk photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Please provide the account/facility name 2. Could you please clarify if there were any patient consequences? 3. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoid colectomy for diverticular disease post firing the cdh29p, the tissue donuts were inspected, both complete. One tissue donut had one unformed staple hanging out of the tissue. Leak test negative. No intraluminal bleeding noted.